Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral antibiotics for 2 weeks (specific date not reported). The patient also was placed under general anesthesia on (B)(6) 2024, in order to replace the abutment. The implanted device remains.